Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes there was an incorrect colored stopper in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-oct-2025. Investigation summary: bd received one sample and one photo for investigation. The photo showed a tube with a grey stopper instead of a red one. The returned sample was visually inspected for incorrect stopper color and did not meet inspection requirements. Additionally, 30 retained samples were visually inspected for incorrect stopper color, and none failed. All process and final inspections comply with specification requirements. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: incorrect color. Based on a review of batch records and the investigation results, the root cause for the reported defect is due product mixup during subassembly production as documented in the quality notification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tubes there was an incorrect colored stopper in 1 device. No adverse impact was reported regarding the patient or user.